Manufacturer narrative:
The programmer was returned to a different site for repair. This analysis was unable to confirm that the programmer had no reaction after startup. The programmer powered up and interrogated as required. Software was reloaded as a preventive measure. The electrocardiogram (ECG) connector was loose and failed functional testing, so the link electronic module (lem) circuit board was replaced and calibrated. The media bay door was ripped off so the door was replaced, the fan was noisy so the fan was replaced, the speakers worked intermittently so the speakers were replaced and the stylus tip was separating from the main pen body however it was still functional. The stylus was replaced and calibrated with the bezel overlay assembly. The programmer passed all final functional and systems tests.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the power cord bay was cracked, the display was damaged. It was also noted that the programmer failed functional testing for the common mode/wrist electrode test. (B)(4).

Event description:
It was reported that the programmer had no reaction after start up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.